Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the system was turned on the pt had lightheadedness. The pt reported that she passed out (B)(6) 2010 in the morning and then again in the evening. Caller stated she turned her device off last night and she has not passed out since. The pt was seen in the emergency room (B)(6) 2010 and they ran a number of tests on her heart and the test results were normal. The caller reported a shocking or jolting sensation that occurred post implant but specific dates were not provided. The pt also reported an incident where the shocking was so bad that she could not move her legs and she fell off the bed. Caller reported another incident where she was in the bathtub and it was shocking her so bad she had to get out. Additional information has been requested, but was not available as of the date of this report.